Event description:
It was reported that the patient with this pacemaker experienced stimulation around the heart post implant. Boston scientific technical services consultant (ts) referred the patient to the physician as the stimulation could be related to phrenic nerve stimulation. This pacemaker was explanted and replaced with different model. No additional adverse patient effects were reported.